Event description:
Following implant, the patient's pump was "constantly adjusted"; it was noted to be almost weekly. Several medications (type & amount) had been tried over the past 1.5 years with no success. The catheters were moved to a new site (B) (6) 2009 with no relief. The patient had an appointment with his physician to discuss alternate treatment options. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).